Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was hypoglycemia. The caller stated that the customer had diabetes mellitus 1. The caller stated that during the past year the customer had unexplained low blood glucose incidents; the customer's blood glucose would drop unexpectedly. The caller stated that the customer would go to bed with good blood glucose levels, and then it would just drop. The customer's doctor had advised to monitor the customer's blood glucose more often. The caller did not know the customer's blood glucose at the time of passing; the caller stated that they were out of town. A locksmith was called and that's when the customer's body was discovered. The caller stated that they did not know whether or not the customer was wearing the insulin pump at the time of death or not, since they were out of town. The caller stated that the coroner's office took the customer's insulin pump.